Manufacturer narrative:
(B) (4). Product will not be returned for eval.

Event description:
It was reported per call report that event involved a (B) (6) male in the cardiac intensive care unit s/p acute myocardial infarction (ami) on pump with a 40cc intra-aortic balloon (iab) awaiting coronary artery bypass graft (CABG) surgery. Rn noticed in am a pressure reading of 630, then shortly after displayed a pressure reading of 5000. Rn was concerned that this may harm pt. A call was placed to field service rep (fsr) asking about pressure change. Fsr stated that it may be related to helium regulator correction. Clinical support specialist (css) spoke to rn and explained the reasoning for high pressure and recommended iab be switched and have in-house biomed evaluate connections. Rn understood and stated she already contacted biomed dept and pump will be switched out soon.